Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015 phone call, (B)(6) 2015 e-mail. A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The logs were reviewed and confirmed the unit alarmed acb unexpected reset. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit went into a system failure state. The clinician reportedly cycled power, and the case was completed with no further reported complaint. There was no reported patient injury.